Event description:
It was reported that the device went into back up vvi mode. A successful software download was performed; the device was restored to normal operation and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.